Event description:
On 18 march 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, there was temporary mismatch between the sensor readings and the fingerstick measurement. The hypo alert was asserted prior to the event. Even though the system was not within the 20/20 error target of the system, this was not due to a system failure, and it was within the 30/30 error bounds of the cgm system. This occasional occurrence is still consistent with normal system operation. After the event, the system displayed better agreement between the sensor readings and fingerstick measurements. Per case notes, user did not have any symptoms, did not require medical or self treatment. After the event, the system displayed better agreement between the sensor readings and fingerstick measurements. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.